Event description:
The doctor was performing a bronchoscopy bed procedure to a patient with tracheostomy. The patient was presenting stenosis at lower left lobar bronchus. In order to overcome the stenosis the doctor needed to apply more pressure and force. He was able to overcome the stenosis but when they needed to remove the bronchoscope the doctor noticed a resistance. The bronchoscope collapsed and the doctor was not able to remove it. To be able to remove the bronchoscope the tracheostomy tube had to be removed.